Event description:
Follow up information received reported that perioperative antibiotics were administered and that the date of onset of the infection was (B)(6) 2012. The patient had signs/symptoms of redness, swelling, pain, and incisional wound opening. The primary site of the infection was the ins pocket. A culture from the device pocket grew (B)(6) (rare growth). Treatment for the infection included IV <(>&<)> oral antibiotics and removal of the entire ins system. The patient outcome was reported as infection resolved.

Manufacturer narrative:
Product ID 3889-28, lot# va01hrl, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient.

Event description:
It was reported that the implantable neurostimulator (ins) and lead were "removed because infected". The devices were discarded by the customer and would not be returned to the manufacturer for analysis. The type of infection was unknown, and the date of onset/diagnosis of the infection was also not known. The reporter was unable to obtain the patient's status at the time of report, but it was reported that there were no patient symptoms/injuries related to this event. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).